Event description:
Patient reported the remote showed error message briefly, then would not function. Error message on screen was quick and patient could not capture it. Patient removed battery pack and waited 10 seconds then re-inserted battery. Patient was unsure how long this will work but they do not have to do this quick fix often. Issue not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned that there was a time a manufacturer representative (rep) came into the office and saw the patient was not getting the full benefit of the ins. Patient stated the rep was able to see into 2 sections to get more benefit. Patient stated some of the 'nodes weren't working completely'. The patient added that the ins has been a life changer for them and it gave them their life back. Agent recommended to monitor ins charging, document the message if it appears again, and can call back for assistance.